Manufacturer narrative:
On 15-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a vizigo and air was mixed with the blood. During the procedure, the physician pointed out that the handle of the vizigo short was a little stiffer than usual and it was easier for air to be mixed in when the blood was withdrawn from the hemostatic valve. The hemostatic valve itself was not damaged. Though the issue remained, the sheath was used continuously as it was. After the procedure was completed, the bwi representative explained to the physician the precautions regarding the handle check and the tube when octaray was inserted into the sheath. No air entered the patient¿s body. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath.

Manufacturer narrative:
During the procedure, the physician pointed out that the handle of the vizigo short was a little stiffer than usual and it was easier for air to be mixed in when the blood was withdrawn from the hemostatic valve. The hemostatic valve itself was not damaged. Though the issue remained, the sheath was used continuously as it was. After the procedure was completed, the bwi representative explained to the physician the precautions regarding the handle check and the tube when octaray was inserted into the sheath. No air entered the patient¿s body. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and functional test of the returned device were performed following j&j procedures. Visual analysis revealed no visible damage. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized: the hemostatic valve was leaking. Further analysis of the device under image magnification revealed there were stress marks on the hemostatic valve that may have contributed to the leakage. Also, a deflection test was performed, and the device deflected normally; no stiffness was detected during the test. The deflection stiffness issue could not be replicated during the investigation; other circumstances may have affected device performance. However, the hemostatic valve leakage issue reported was confirmed. The potential cause may be related to device handling during the procedure, which may be related to the stress marks observed on the valve. However, the root cause cannot be determined with the information available. The instructions for use (IFU) contain the following precautions: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. In addition; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve leak issue confirmed by the bwi product analysis lab. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported stiff deflection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).